Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: material no. 383531, batch no. 9122957. It was reported that catheter leaked during flushing. Per pir: upon insertion of the IV the rn noticed saline leaking from the plastic cannula during the flushing.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: material no. 383531. Batch no. 9122957. It was reported that catheter leaked during flushing. Per pir: upon insertion of the IV the rn noticed saline leaking from the plastic cannula during the flushing.